Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was noted for undefined high impedance and possible noise on the right atrial (ra) lead. Possible noise and a polarity switch were noted on the right ventricular (rv) lead. Both leads were capped and the right ventricular (rv) lead replaced . No patient complications have been reported as a result of this event.